Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 25 mmol/l. It was also stated that the customer received a no delivery alarm the night before. It was stated that the customer changed the entire infusion set twice, but continued to experience high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.